Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. No inappropriate therapy was delivered. Programming changes were made. It was noted that the oversensing still continued after the changes. Additional programming changes were discussed but not made. There patient was in stable condition.